Event description:
The biomedical engineer (bme) reported to philips that the v60 ventilator failed the electrical safety test. The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. No user impact and/or harm was reported. While performing the performance verification test (pvt), the device did not pass the electrical safety test. The issue was confirmed by the biomedical engineer (bme). The bme confirmed that the electrical safety test did not meet the criteria and did not pass. Based on the information provided, the device malfunctioned and did not pass the electrical safety test. A replacement power cord was ordered. This investigation is ongoing.

Manufacturer narrative:
A replacement power cord was ordered. A follow up was performed with the customer, and it was reported that the replacement power cord resolved the issue and the device passed the electrical safety test. The device was returned to service. The cause of the malfunction was due to a failure in the power cord. A conclusion/root cause cannot be provided at this time, as the suspected part has not been returned for further analysis. In the event the suspected part is received, the evaluation will be performed, and the investigation will be updated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.